Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose. Customer stated that the blood glucose was 25 mmol/l at the time of incident and the customer¿s current blood glucose was 16.3 mmol/l. Customer stated that the high blood glucose was treated with the insulin pump. Customer had been using insulin pump within 48 hours of high blood glucose event. Customer stated that auto mode feature was active. Customer stated that troubleshooting was done for high blood glucose. Customer reported that the insulin pump will not be returned for analysis.